Manufacturer narrative:
Block h2 (additional information): block e1 initial reporter phone number and email address have been updated based on the additional information received on (B)(6) 2026. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: the returned truetome 44 was analyzed, and a visual evaluation found no physical damage to the device. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of wire break was not confirmed. The product analysis revealed that the device did not have any visible damage or evidence of wire break that could have contributed to the reported event. Based on all gathered information, the most probable root cause is device problem excluded. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of wire break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct (cbd) stone performed on (B)(6) 2026. During the procedure, the cutting wire of the truetome broke immediately upon insertion, rendering the device unusable. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported due to this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct (cbd) stone performed on (B)(6) 2026. During the procedure, the cutting wire of the truetome broke immediately upon insertion, rendering the device unusable. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported due to this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered.